Event description:
Additional information indicated that the cause of the discrepancies was unknown. The patient has been doing well since the pump was replaced.

Manufacturer narrative:
Concomitant products: product ID 8703w, serial# (B)(4), implanted: (B)(6) 1997, product type catheter; product ID 8575, lot# n061703, implanted: (B)(6) 2006, product type accessory; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8590-9, lot# n429354, implanted: (B)(6) 2014, product type accessory; product ID 8703w, serial# (B)(4), implanted: (B)(6) 1997, product type catheter; product ID 8575, lot# n061703, implanted: (B)(6) 2006, product type accessory. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information reported the pump was replaced.

Event description:
It was later reported that there had been a catheter dye study done. It was also reported that they wanted the pump replaced. The reporter didn¿t know if there had been dose increases or a programmed single bolus dose safe for the patient to confirm patient response.

Manufacturer narrative:
The pump was received with 18 ml of fluid in it, and it was running in simple continuous infusion mode. Volume infusion testing was performed for eight days, and the pump performed as designed. The pump passed dispense accuracy testing. (B)(4).

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, since the pump replacement approximately 14 months ago, there had been extra residual volumes during refills and the patient experienced lack of pain relief. One discrepancy had an actual residual volume (arv) of approximately 10 ml and an expected residual volume (erv) of approximately 3 ml. It was unclear when this discrepancy occurred. It took many months to get the approval to replace the catheter, and they were finally able to do so approximately one month prior to the report, as the healthcare provider (hcp) assumed that the problem was with the catheter. However, even after the catheter replacement, the patient continued to have the same issue with the lack of pain relief and extra residual volume in the reservoir. The hcp therefore believed that the pump was the problem. It was noted that the hcp was able to easily aspirate from the catheter. It was confirmed that there were no logs indicating a motor stall. The device system was used to deliver fentanyl and bupivacaine.